Event description:
It is reported that the pt underwent total elbow replacement in 2004. In 2005, a routine x-ray revealed breakage of the prosthesis between the ulnar and humeral component. Revision was performed 2 months later some metallosis in the operating area was noted, and the split was broken. A new split was inserted. The polythylene was undamaged and left in situ.